Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor's device exhibited a rising shock impedance from 44 to 120 ohms. Boston scientific technical services (ts) recommended to do a commanded shock and x-ray for confirmation. Additional information received that high out of range shock impedance measurement of 130 ohms was observed on this system. Additional information received that the cause was not conclusively determined; however, a lead crush was suspected. The rv lead was surgically abandoned and the device was explanted due to elective replacement indicator (eri). No additional adverse patient effects were reported.